Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the operating room during the implant procedure, post-paced t-wave oversensing was observed on the ventricular channel. The recommended programming changes were made during the device check-up.